Event description:
Had allergy to synvisc/hypersensitivity/allergic reaction [allergic reaction] ([injection site joint swelling], [injection site joint pain]). Case narrative: initial information received on 26-jan-2026 regarding an unsolicited valid serious case received from health authorities, FDA's medwatch program. This case is cross linked to the case (B)(4) (multiple device suspect used for the same patient; left knee). This case involves a 72 years old female patient who had allergy to synvisc/hypersensitivity/allergic reaction after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. In 2024, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 48 mg/6 ml) via intra-articular route (with unknown dose, frequency and indication). It was reported that md (doctor of medicine) did not realize that patient had allergy to synvisc/hypersensitivity/allergic reaction when they prescribed initially (hypersensitivity) (onset: 2024; latency: same day). She reported that when synvisc was administered to the patient it had caused sudden swelling in knee/edema (injection site joint swelling) and intense pain in the knee at the time (injection site joint pain) (onset: 2024; latency: same day) which lasted at least 10 days (with unknown batch number and expiry date). It was also reported that they were calling in new prescription (rx) for euflexxa prefilled syringe 20 mg/2ml as a result as patient had in the past with no issues. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: not reported for the event. Outcome: recovered on an unknown date in 2024 for the event. Seriousness criteria: medically significant for the event. A product technical complaint (ptc) was initiated on 26-jan-2026 for synvisc one (batch number: unknown) with global ptc number: (B)(4). Ptc stated: the incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for synvisc one, and the incident description, the defect code other pharmacovigilance event has been assigned to this investigation. The investigation urgency, qee (qualified executive entity)/qdn (quantity difference note) (decision and defect code may change based on the outcome of the investigation. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa (quality assurance) batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: comet product (synvisc one) event history report for the past two years was generated on (B)(6) 2026 and showed 46 complaints related to defect code other pharmacovigilance event. 37 complaints were concluded as no assessment possible. 2 complaint was concluded as inv inconclusive/trending only and 2 complaint was concluded as no faults detectable and 1 complaint was concluded as related to manufacturing process. Based on the above details it is inferred that there was one confirmed complaint reported. Qualipso product (synvisc one) event history report for the past two years was generated on (B)(6) 2026 and showed 168 complaints related to other pharmacovigilance event (including current complaint). Among these 12 complaints (including current complaint) are in open state (investigation ongoing). Review of event history report infers that there is no confirm complaint identified, which includes event is linked to a failure or that the defect is related to the product or manufacturing process. Lot history review: as the batch number was unknown, lot history review and assessment was not possible. Complaint sample evaluation: complaint sample was not available. Hence assessment was not applicable. Investigation outcome: the product lot number was not provided, making batch record review and assessment impossible. All finished batch records must be reviewed for specification conformance before release. Any out-of-specification results are addressed through the nonconforming material or product process. Adverse events will be monitored by the mah (manufacturing authorization holder), with periodic trend analysis. If a CAPA (corrective and prevention action) was required, complaint handling will be followed. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it was mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required for defined procedures. Trend analysis: the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 214 complaints including the current complaint for product synvisc one with defect code. Other pharmacovigilance event. However, review of investigation conclusions infers that there is one confirm complaint identified for the product synvisc one with defect other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on investigation outcome and no qee was opened. Per no qdn was opened. The investigation urgency was conformed as standard. As the batch number was not available for subject complaint, no assessment was possible. Hence investigation conclusion was selected as no assessment possible with cause code as undetermined cause. Sanofi quality team would continue to monitor and trend these types of events and work to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final ptc was completed on 18-feb-2026 with summarized conclusion as no assessment possible. Additional information was received on 18-feb-2026 from quality department. Ptc results added. Text amended accordingly.